Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
The other half with stay up and in-vagina [foreign body in reproductive tract]. Half would come out with the string and the other half with stay up and in [complication of device removal]. Half tampons that were coming out in half [device breakage]. Consumer reported via email that the tampons were coming out in half, and the other half stayed in vagina. No serious injury was reported.